Event description:
It has been reported that a versacross connect access solution kit for faradrive was selected for use for a pulse field ablation procedure. During preparation, it was noted that the versacross dilator has its tip crushed upon removal from an undamaged package, and it remained in one piece, thus could not be used. Hence, the device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis. No other issue was reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the versacross dilator was first visually inspected. The dilator flushed properly before and after decontamination. Next, during vhx testing, the dilator tip was confirmed to be damaged. Therefore, the reported allegation was confirmed.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross connect access solution kit for faradrive was selected for use for a pulse field ablation procedure. During preparation, it was noted that the versacross dilator has its tip crushed upon removal from an undamaged package, and it remained in one piece, thus could not be used. Hence, the device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis. No other issue was reported.